Event description:
An (B)(6) y/o pt had implantation of a mdt azure xt dual chamber pacemaker (B)(6) 2018. Pt was seen for routine post procedure follow ups without incident on (B)(6) 2018, the pacemaker alerted via the carelink network that the battery reached recommended replacement time (rrt). Medtronic was consulted, advised pacemaker generator needed to be replaced. On (B)(6) 2018, a dual chamber pacemaker generator change was performed without incident. The explanted pacemaker was returned to medtronic. There was no harm to the pt.